Event description:
A customer received a reading of 8.9% on her a1cnow monitor. The reading she received from her doctor's a1c monitor was 7.1%. The differences between the two comparison tests could be clinically significant. No adverse events were alleged. The kit is expected to be returned for evaluation. A new glucose monitor kit was sent.